Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported patient was implanted to help with leakage. Since implant patient had had mixed results, one night it was better and the next one patient would use 4 diapers. They stated patient started at 2.1v, she increased to 2.8v yesterday and today to 2.9v. When increasing, patient can really feel stim but then it becomes comfortable, it went away and patient was fine for the rest of the day. They thought patient should be able to tolerate to go higher. They wanted to clarify info about the therapy. They asked if it helps the bladder muscle increase the strength. They also mentioned patient still has one more pill of antibiotics to take. It was indicated patient had x-ray done. They confirmed x-ray was not related to the device. It was for her leg because patient broke her femur in may. It was noted that patient also had a pacemaker. The patient was just recently implanted. The event occurred since implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the therapy had not worked consistently for the patient since implant. Patient was changing their diaper two times during the night. It was noted when changing programs, patient would sometimes 'jump out of their pants' from stimulation being set too high. It was mentioned that patient had been through all 4 programs 2 times and they needed new programs installed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.